Event description:
The customer reports that images were sent from the modality with the same info as another image already in pacs with a different pt name. This caused the two pts info to be combined. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).